Manufacturer narrative:
Correct h3: (method, results, conclusion). A review of the device history record showed, the device had a manufacture date of 06/13/2014. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed. Which does not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported, that the device front case cracked. And handle cracked. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device front case cracked, and handle cracked. There was no patient involvement.